Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Birth year: 1964. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000664 6476134, g7 pps ltd acet shell 54f. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip surgery, the screw of the inserter broke during normal usage. As a result the acetabular shell became damaged. The shell was removed and replaced. The surgery was completed with a second inserter. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated,corrected. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the threaded inserter identified it to be fractured. The fracture occurred through the 1st thread leaving a portion of the distal face intact. Surface scratches and dings were observed that are consistent with a multiple-use device. The device was submitted for further analysis. The sem analysis confirmed the fracture surface features of the curved inserter. The device was had an approximate field service age of 5 years 3 months. It is unknown how many times the device was used. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.